Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2638 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC line fracture happened today whilst a patient was having chemotherapy and an extravasation occurred. Chemotherapy was an irritant and treated as per extravasation policy. PICC line was inserted (B)(6) 2022. Cut to 50cm 7cm external. Fracture noted 10.5cm. Datix completed.